Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 17 years old and has only been in for repair 3 times since purchased, with the last repair was on (B)(4) 2010, for a non related issue. A visual inspection found that the device was in calibration, and all performance specifications were met. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome dial was hard to adjust, the dermatome skipped, and the graft looked shredded. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the initial graft was unusable, and additional graft was harvested and there was an increase in the surgical time greater than 30 minutes.